Manufacturer narrative:
The site indicated that the device was disposed at the time of the transplant, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Product is not available for return.

Event description:
Approximately six weeks post implantation, the patient was admitted to the hospital with complaints of low flow alarms and fatigue. Preliminary log file analysis confirmed multiple low flow alarms on the date of the patient's reported event. At the time of admission, her international normalized ratio (inr) was 3.7 and her hemoglobin was 5.0 g/dl. Her initial treatment regimen included epogen injections and multiple blood transfusions. The patient also underwent a series of diagnostic procedures throughout her hospitalization in an attempt to identify the source of the bleed. These included upper and lower endoscopy with intraoperative enteroscopy, visceral angiography, and tagged red blood cell nuclear study. The intraoperative enteroscopy revealed the source of bleeding to be in the distal jejunum. The patient was then taken to the operating room for exploratory laparoscopy with bowel resection. No further bleeding was noted after the laparoscopic procedure and the patient's hemoglobin reportedly began to stabilize. The last report received by the clinical specialist indicated that the patient had recently been transplanted and was doing fine.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced low flows and was treated with multiple blood transfusions. An intraoperative enteroscopy revealed the source of bleeding to be in the distal jejunum and an exploratory laparoscopy with bowel resection was performed. It was last reported that the patient was doing well and had received a heart transplant. The device ((B)(4)) was not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms. The most probable root cause of the reported 'inadequate flow rate' cannot be conclusively determined; however, a possible root cause may be attributed to patient being hypovolemic due to the gi bleed. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding and arterial-venous (av) malformations are known potential clinical adverse events associated with vads as outlined in the IFU. Events related to gi bleeding and av malformations are multifactorial and are thought to be partially related to continuous, non-pulsatile flow, and age; anticoagulant therapy increases the risk of developing gi bleeds or av malformations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.